Event description:
It was reported that while using the plate columbia ag 5prct sb 90mm that there was contamination. The following information was provided by the initial reporter: contaminated plates. Vagococcus lutrae.

Manufacturer narrative:
H.6 investigation summary: event description: the customer reported contaminated plates with vagococcus lutrae. Complaint history review: complaint history was reviewed, and one similar complaint with the same contamination germ was found for this batch number. However, a trend was not identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and incubated for 5 days at 28°c and no contamination was detected. Neither return samples nor pictures illustrating the issue were shared. Evaluation results: this product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contaminations cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. Bd regrets the inconveniences you have experienced and will continue to monitor incoming complaints for similar defect types. H3 other text : see h.10.

Event description:
It was reported that while using the plate columbia ag 5prct sb 90mm that there was contamination. The following information was provided by the initial reporter: contaminated plates. Vagococcus lutrae.

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). G5. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but it is considered to be substantially similar to the legally u.s. Marketed device plate columbia ag 5prct sb 90mm, catalog number 221263 with 510k #preamendment. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.